Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "felt the implantable pulse generator (ipg) slip in the pocket" and felt sensations around the implant site. The ipg remains in use. No further patient complications have been reported as a result of this event.